Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 9319745, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the needle had pierced through the catheter tubing. Based off the provided photos the engineer was able to verify the reported defect. However, without a physical sample available for testing a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle had pierced through the catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removing the needle from the catheter, it appears broken." "There was no harm to the patient, but it had to be punctured again and it is a very difficult patient to access that required multi-function. There was no medical and / or surgical intervention. There was no exposure to blood."